Manufacturer narrative:
Upon further review of this complaint, it was found that this is a duplicate of another reported incident under MFR report number 2031642-2022-01800.this case is being cancelled as a duplicate, and all new information will be reported under MFR report number 2031642-2022-01800.

Manufacturer narrative:
Initial reporter name and address: (B)(6).

Event description:
It was reported that a v60 device had an automatic shutdown. There was no patient involvement when the issue occurred. There was no patient or user harmed. The investigation is ongoing.